Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for 24 hours and no display and no display flickering anomaly was noted. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. Device display the programmed value properly on the display graph. Device was also programmed with test glucose meter. Device communicated properly and recorded the 103mg/dl value properly from glucose meter. Device sensor feature working properly. No calibration anomalies or unexpected lost sensor alarms were noted. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad is not responsive. Customer's blood glucose was 120mg/dl at the time of incident. Troubleshooting found that the display screen flickers every time the menu button is pressed. It was also found that the pump alarmed lost sensor. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.